Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the lower right and down button was worn out and hard to push. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened dome switch on the act, up arrow and down arrow buttons. The keypad connector was inspected and was locked on the lcd board. Minor scratches on lcd display window were noted.